Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin is japan g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2 balloon kyph oplasty for compression fractures. It was reported that the cement has leaked. Thecement viscosity was confirmed according to the standard procedure and injection into the vertebral body was initiated; however, when 1.5 cc had been injected from the right side, anterior cement leakage was observed on imaging, so the right side was stopped and the procedure was restarted from the left side. Up to the time of leaving the room, no symptoms occurred other than the cement leakage seen on imaging. There was no patient symptom reported. There were no further complications reported regarding the event.